Event description:
It was reported to philips that the system generated the warning message ¿button active during start up¿, preventing the system from booting up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) that the active button during start up. After reviewing log file, rse found the reported malfunction. Rse found the system's startup wasn't finalized due to an active control module button, specifically the pan handle, which failed to return to its original position after being released. To resolve the problem, customer chose to monitor with the geo module due to a defect in the pan handle. The issue reoccurred again, customer confirmed the error resolved after reseating the pan handle on the geo module. After the reseating pan handle on geo module, the system was restored to normal working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.